Event description:
It was reported that the caller experienced a discrepancy between the displayed and actual time on their device. There was no adverse impact on the customer¿s blood glucose level, as prior settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with the caller acknowledging the advice provided.